Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) confirming that the patient experienced no symptoms as a result of the event. It was also clarified a clinician tablet and the clinician app with software version 2.0.3283 were used during this event.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog, serial# unknown, product type programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient was getting a pump replacement and, as they were back table priming the pump, they ended up clearing the catheter but the medication (424mcg baclofen) was flushed into the patient within seconds. The hcp was keeping the patient overnight for observation. The hcp lowered the dose from 1759.4mcg down to 900mcg. The concentration was 2000mcg. The rep was asking what options they had regarding priming or not priming the catheter. Technical services reviewed information.